Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the unknown component at bone to implant interface. Patient dislocated his reverse ltsa many months ago and never came back for surgery after being seen in clinic and was told to come back for surgery. Patient finally shows up in clinic over two years later and x-rays reveals that the metaglene, four screws and glenosphere had detached from the glenoid and was free floating in the shoulder. Removed and converted to a cta. Doi: (B)(6) 2019; dor: (B)(6)2021 unknown shoulder side.